Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose and high blood glucose level. The customer¿s blood glucose level was 2.2 mmol/l and 15 mmol/l at the time of the incident. Customer stated that while treating low blood glucose high blood glucose occurred. Customer noticed leak in tubing and reservoir connection. Customer alleged for under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.